Event description:
It was reported that the customer was receiving no delivery alarms on his insulin pump for a week. The customer also experienced high blood glucose levels. The customer's blood glucose was 566 mg/dl. The customer's wife stated that the issue did not result in a serious injury or hospitalization. The customer's wife explained that in the middle of troubleshooting for the no delivery alarm, the insulin pump gave a notification of no reservoir when rewinding the insulin pump. Advised customer to treat his blood glucose with a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.